Event description:
The permanent cautery hook instrument was not working. No further problems were alleged. No patient harm, adverse outcome or injruy was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found evidence of arce tracking beginning at the instrument cable crimp. This discovery has led engineering to conclude that the instrument may have arced during a previous surgical procedure.